Manufacturer narrative:
H10: internal complaint reference: case (B)(4). H6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the raw materials found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. Per the case details, the broken screw and the threads was removed from the patient. The procedure was completed using a backup device. No supporting clinical information was provided to determine the root cause for the breakage. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical medical assessment warranted. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an acl reconstruction, when inserting the biorci-ha screw into the tibia, the distal threads of the screw broke. The anchor and the distal threads were removed from the patient with a curette, grasper and suction. It was not necessary to drill an additional hole. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.